Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The problem was confirmed, as it was reported that the hp had left the patient line uncapped. The root cause was determined to be a use error. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The lot number was not provided, therefore no batch review could be performed.

Event description:
A customer contacted global technical services (gts) regarding a low drain volume (ldv) alarm and a leak, which occurred on the homechoice (hc) unit during therapy. The drain volume (dv) at the time of the alarm was 2170ml. The home patient (hp) stated he was not connected during fill 1 and fluid had leaked on the floor, as the hp did not have a flexicap on the patient line. The technical services representative (tsr) helped the caller end therapy. The tsr also told caller to call their nurse about reconnecting after the fill started and not having a cap on the patient line. The hp would discard supplies and start over with new supplies. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported. The hp was contacted on (B)(6) 2013 and the hp had started over with new supplies that day after the issue. He did contact his nurse and has been completing therapy successfully since then. There was patient involvement, but no reported injury or medical intervention.